Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specification. No failed battery test alarms noted. No corrosion was found inside the battery tube however, the battery cap contact was found with corrosion. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 17 mmol/l. The customer was advised to clean battery cap. The customer have tried new battery but still the same problem. The customer was advised that the device will be replace via tnt ooh.